Event description:
Abbott chemistry manufacturer initiated a recall of a specific troponin reagent lot number (63718un22). Lot was in use for 3 days before we knew of the recall. Patient testing of troponin was stopped for 6 hours while we sourced a different lot and got the test ready for patient use. Testing resumed. Medical director notified and patient lookback is in process for the potentially affected results. Preliminary information suggests there was no clinically significant difference in the values from the new lot to the recalled lot; the medical director will review and sign off once the lookback is complete.